Event description:
The caller is the pt's husband and he reported that the inner cannula of the size 6 cuffless tracheostomy tube was longer than the outer cannula which cause the pt to bleed during suctioning. The cuffless tracheostomy tube was removed, and the pt was re-cannulated with another size 6 cuffless tracheostomy tube.

Manufacturer narrative:
The caller provided a lot number for the cuffless tracheostomy tube, which does not appear to be a shiley product lot, and the manufacture date cannot be determined.